Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered atp and a 41j shock for what appears to be an irregular ventricular fibrillation (vf) rhythm, likely atrial driven. Rhythm was converted successfully. The device remained in service until a few years later when it was explanted due to normal battery depletion and returned to bsc. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered atp and a 41j shock for what appears to be an irregular ventricular fibrillation (vf) rhythm, likely atrial driven. Rhythm was converted successfully. The device remained in service until a few years later it was explanted due to normal battery depletion and returned to bsc. No adverse patient effects were reported.